Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. Upon lead revision it was noted that the lead was dislodged. The lead was explanted and replaced. There were no adverse consequences to the patient.